Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was in the operating room experiencing nearly continuous low flow alarms and - flow readings. Power and pi fluctuating. Not correlating with pts swan flows or the hemodynamic picture. The system controller was exchanged with another system controller.